Manufacturer narrative:
PMA/510(k) # : p100022/s001 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: 3005580113 device evaluation three units of ziv6-35-125-6.0-40-ptx of lot number c772689 involved in this complaint were implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a document review prior to distribution ziv6-35-125-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ziv6-35-125-6.0-40-ptx of lot number c772689 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c772689. There is no evidence to suggest that the customer did not follow the instructions for use. However it should be noted that restenosis of the stented artery is listed as a known potential adverse event within the IFU. The japanese packaging insert c-ci1202y06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review ¿ n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patient¿s pre-existing conditions. From the information provided it is known that the patient had a medical history of hypertension, diabetes and was an ever smoker. It is possible that the patient¿s pre-existing conditions caused and/or contributed to the event. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient required percutaneous transluminal angioplasty (pta) as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
9/aug/2012: ziv6-35-125-6.0-40-ptx x3 were placed in the left sfa. 16/may/2017: 100% restenosis was confirmed in the lesion. (Rest pain was observed.) 16/may/2017: pta was performed. 17/may/2017: the patient had a favourable outcome.

Manufacturer narrative:
PMA/510(k) # : p100022/s001. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-40-ptx x3 were placed in the left sfa. On (B)(6) 2017: 100% restenosis was confirmed in the lesion. (Rest pain was observed.) On (B)(6) 2017: pta was performed. On (B)(6) 2017: the patient had a favourable outcome.